Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. The lead failed to retract as the physician tried to reposition the lead in a different location. Furthermore, the helix appeared to be stretched. The rv lead was not used and replaced during the procedure. The patient was stable throughout.